Event description:
It was reported that the patient presented in clinic due to wound dehiscence. It was noted that the implantable cardiac monitor (icm) eroded and migrated out of the wound site due to a change in wound closure technique. The icm was explanted and replaced. The patient was in a stable condition.